Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
During a coronary atherectomy procedure using a csi diamondback orbital atherectomy device (oad), a perforation occurred. The target lesion was 95% stenosed and located in the proximal left anterior descending artery (lad). A ventricular assist device was inserted prior to crossing the lesion with a primary guide wire. The wire was exchanged for the viperwire guide wire, and the oad was inserted. The device crossed the lesion and two passes of the device on low speed were performed. Following the second pass, the artery was examined using cine and confirmed to be stable before four additional passes were performed at high speed. Following the fourth pass, angiography was performed and a perforation was noted in the proximal lad. The oad was removed and a balloon was inserted and inflated. Following balloon inflation, a stent was placed to seal the perforation. An echocardiogram was performed and the patient presented with chest pain. Final angiography revealed the perforation to be sealed with no leakage, and the patient chest pain decreases. The patient was in stable condition following the procedure and was discharged in the days following with no additional pain reported.